Manufacturer narrative:
Clinical investigation: it was reported that the patient experienced pain during active treatment. The location and source of the pain is unknown. It was reported the patient¿s pain would be addressed in the hospital; however, no information was provided. There was no allegation of a liberty select cycler malfunction or deficiency related to this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius that the peritoneal dialysis (pd) patient experienced pain during treatment. The patient contact requested assistance discontinuing treatment so the patient could be taken to the hospital where the pain could be addressed. No additional information was provided. Attempts to obtain additional information were unsuccessful. The location and source of the pain is unknown. It was reported the patient¿s pain would be addressed; however, additional information was not provided. There was no allegation of a liberty select cycler malfunction or deficiency related to this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.